Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead was fractured. The lead was capped and replaced.

Event description:
New information indicates the lead also exhibited oversensing and loss of capture.